Event description:
Information received by medtronic indicated that the customer used insulin pump during magnetic resonance imaging and received pump error alarm. Customer was able to cleared alarm but unable to complete rewind. Customer also got power loss alarm then insulin pump shut off. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. The product return expected for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported post-reset ram crc alarm. The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S.w version 5.2a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged exposed to magnetic field or MRI, pump error 23 alarm, power loss alarm, unexpected shut off and no delivery alarm/insulin flow blocked alarm found on 28-sep-2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. However, the pump had a high sleep current measurement. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No unexpected power loss alarm and unexpected shut off noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thump. There was no pump error 37, 38, or 130 alarms and insulin flow blocked alarms recorded and found in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 09/30/2022 08:51:27.000 09/30/2022 09:02:47.000 and 09/30/2022 09:13:17.000 during bolus and prime. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25 and replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 09/28/2022 10:53:22.000 low battery alert was recorded and found in the formatted history file on: 09/28/2022 01:20:00.000 replace battery alert was recorded and found in the formatted history file on: 09/28/2022 10:51:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 09/28/2022 11:01:19.000 and power loss alarm was recorded and found in the formatted history file on: 09/28/2022 11:01:35.000 09/28/2022 11:01:43.000 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, suspected on the pcba 2. Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a partially broken retainer was noted during testing. The following were also noted during visual inspection: a stained keypad overlay and a scratched case. A partially broken retainer was confirmed. The motor functioning properly. Exposure to magnetic field or MRI, pump error 23 alarm, power loss alarm, unexpected shut off and no delivery alarm/insulin flow blocked alarm were not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.